Event description:
Situation 24 yo g3p2 at 40 1/7 gestation admitted for induction of labor after cesarean (iolac) on (B)(6) 2026 at 0021. At 1135 on (B)(6), the patient delivered via repeat cesarean section after 5 failed vacuum placements, 2 vacuum pulls (per md), 1 pop-off and the failed forceps. Per md note, difficult cesarean delivery due to fetus being deep in the vaginal vault. The baby was born with apgar scores 1, 4, and 7 at 1,5, and 10 minutes. The cord ph was 6.97 with be -23.3. The baby required intubation cooling for moderate hie. Pt code: 4582. Device code: 2170. Ref reports: mw5185702, mw5185703, mw5185704, mw5185705.